Event description:
Customer states that they had gotten high blood glucose readings all day. 524, hi, 548 and 483mg/dl. The customer states they were not having any symptoms of high blood glucose or low blood glucose, except they had a headache. They went to the hosp where they checked their blood glucose and rec'd a result of 50mg/dl a lab was drawn but no result was given. Their device gave a reading of 483mg/dl. The customer states they have been dosing extra medications based on the high readings they were getting. They were given orange juice at the hosp. No controls were being used. A request was made for the return of the suspect device and replacements were sent.